Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt)/ atrioventricular nodal reentry tachycardia (avnrt) ablation with a ez steer¿ bi-directional electrophysiology catheter and the patient experienced heart block that required pacemaker insertion. The case was listed as an svt case, after the ep (electrophysiology) study the medical team found that it was an avnrt case so at this point the physician decided he didn¿t want to use carto to map and just took a non-nav catheter and used x-ray. The physician used a non-nav ez steer non-irrigated catheter. The medical team carried out 5 ablations at 40 w successfully. On the 6th ablation the physiologist saw v's with no a's so the doctor stopped ablating. The ablation only lasted 6s with a normal temperature rise and impedance change. The patient then experienced av (atrioventricular) dissociation. At this point, the team waited an hour whilst pacing and the patient then had 2:1 conduction when leaving the lab., the doctor suggested an overnight stay for the patient to monitor him and hope for a full recovery. Intervention included cs (coronary sinus) pacing and extended hospitalization (overnight monitoring). The catheter used for ablation was a non-nav ez steer and all lesions were performed on power control mode at 40 w. The physician's opinion on the cause of the adverse event was the procedure. Carto system wasn¿t used. Patient required a permanent pacemaker.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31369457m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).